Event description:
A patient with rectal cancer underwent open colo-pouch tme with colon pouch anal surgery. The anastomosis was created with the car device. Anastomotic leakage was diagnosed on (B)(6) (pod 15). Prior to that ((B)(6)), the patient experienced prolonged post operative ileus ((B)(6)). Anastomosis fistula was diagnosed on (B)(6). The anastomosis leakage was treated conservatively (with antibiotics).

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history file was reviewed, indicating that the device was released pursuant to the product specifications. The device was not returned for evaluation and no additional information is available. Leaks are anticipated adverse events in colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices. Patient's co-morbidities, including obesity and hyperlipidemia, are known to be associated with an increased risk of anastomotic failure.